Manufacturer narrative:
(B)(4).

Event description:
International distributor contacted dexcom technical support on (B)(6)2014 to report on behalf of patient an intermittent out of range signal on (B)(6)2014. Patient stated that they experienced an out of range signal for about 20 minutes followed by a cgm failure. Patient inserted sensor into thigh which is not an approved site. International distributor did not report any injury or medical intervention at the time of contact with dexcom technical support